Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced erroneous results and hemolysis during use. The erroneous results event occurred 3 times. The hemolysis event occurred 3 times. The following information was provided by the initial reporter: the customer states a "third party laboratory states more than half of the tumor specimens have high indicators. States there are no problems with equipment or reagents. A second testing at the hospital indicated high tumor index as well. At present, hemolysis in the sample is seen with the naked eye."

Manufacturer narrative:
H.6. Investigation: bd had not received samples for the investigation. One photo was provided by the customer in support of this complaint, showing the used tubes with the insufficient draw level. Insufficient draw could potentially lead to erroneous results due to incorrect blood to additive ratio. Additionally, 20 retention samples from bd inventory were evaluated by for functional testing for draw volume and all testing was within specification. Based on a review of the device history record (DHR) for the incident lot, all product specifications and requirements for lot release were met. A review of the DHR with particular focus on additive preparation and dispense was carried out with no issues relating to the reported defect being identified. There were no related quality issues during manufacturing of the product. No definitive root cause has been established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced erroneous results and hemolysis during use. The erroneous results event occurred 3 times. The hemolysis event occurred 3 times. The following information was provided by the initial reporter: the customer states a "third party laboratory states more than half of the tumor specimens have high indicators. States there are no problems with equipment or reagents. A second testing at the hospital indicated high tumor index as well. At present, hemolysis in the sample is seen with the naked eye."